Event description:
It was reported that two pts experienced swelling of the face after impressions were taken using aquasil ultra deca impression material during a two week period. In one case the symptoms subsided after the pt sought medical treatment; the other pt did not seek treatment. No further info was or will be provided.